Event description:
The pump was returned for investigation. Investigation revealed contamination found under the down arrow and contrast button key contacts when the keypad cover was removed. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/31/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the keypad cover was found to be intact. The keypad buttons were found to be responsive to user input. Investigation revealed contamination found under the down arrow and contrast button key contacts when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.